Event description:
Medtronic received information that prior to use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, the customer reported a hole in the packaging. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.